Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an enabled alarm was not sounding at the central station. No patient involvement.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer, after the initial report. The customer told the rce that they had no problem. They verified internally and the personnel responsible for medical equipment accepted the closure of the case by not finding a fault on the philips information center ix (pic ix) or intellivue monitors; it was just a misunderstanding. There was no product malfunction; this will be considered a user issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that an enabled alarm was not sounding at the central station. The device was not in use on a patient.